Event description:
It was reported that during a craniotomy surgery procedure for the removal of meningeom the attachment of the handpiece heated up and the irrigator got burnt. Pieces of the brain tissue of the patient were affected and this resulted in injury of the masticator apparatus and hearing.

Manufacturer narrative:
The reported event could not be duplicated. During functional testing by the service technician, it was noted the suction was set too strong. The suction was reset to be within specifications and this was ruled out as a contributing factor to the reported event. The service technician continued test the console, no failures or malfunctions were observed. The qa engineer then tested the console, no failures or malfunctions were observed. A cross functional team was assembled to construct different test scenarios in an attempt to replicate actions as described in customer surgery report. The team tested six different scenarios, only one scenario replicates the sequence of events and conditions noted in the customer report. Based on this the event is potentially caused by the irrigation cap not fully latched during setup. Additionally, the relay is ruled out as a contributing factor to this event. During a customer site visit on january 22, 2014 it was noticed a vacuum formed in the hard plastic saline reservoir used by the account, which resulted a lack of irrigation to the sonopet handpiece. Based on this information, the use of a rigid saline bottle could cause the lack of irrigation.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. Not yet received for evaluation.

Manufacturer narrative:
The 25khz straight tip and the disposable tubing set w/ext were discarded at the user facility and are unavailable for evaluation. The universal handpiece and the console 230v were returned for evaluation, and the devices passed all functional testing. The likely cause was user unknowingly resting the tip sleeve on unintended tissue and applying too much side force causing the tip to be in continuous contact with the sleeve and heating up due to friction ¿ with potential lack of sufficient irrigation as a contributing factor. Device discarded.

Event description:
It was reported that during a craniotomy surgery procedure for the removal of meningeom the attachment of the handpiece heated up and the irrigator got burnt. Pieces of the brain tissue of the patient were affected and this resulted in injury of the masticator apparatus and hearing.

Event description:
It was reported that during a craniotomy surgery procedure for the removal of meningeom, the attachment of the handpiece heated up and the irrigator got burnt. Pieces of the brain tissue of the patient were affected and this resulted in injury of the masticator apparatus and hearing.